Event description:
The reporter stated the haptic of an aa4203tf toric silicone single piece lens was torn and there was no patient contact. Additional information was requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.